Event description:
A hospital reported via our distributor that heater wire adaptors were not heating the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The devices are en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up with the results of our investigation.